Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information provided to date after requests 07/13/26 and 07/14/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in shutdown during a case. There was no patient injury.